Event description:
Event was reported to (B)(4) by an attorney. The patient experienced recurrence of stress urinary incontinence, vaginal bleeding, dyspareunia, pain and urinary problems, and other symptoms as they become apparent. No further information has been provided.